Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear). Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures non penetrating nicks and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with "some firmness" and rupture. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): +(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported "some firmness in capsule", "capsular contracture baker grade iii" confirmed via clinical examination and ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6. Reason for reoperation: rupture.

Event description:
Later healthcare professional reported implants were "broken with free intracapsular silicone." Device was explanted and replaced with a non-abbvie device.